Manufacturer narrative:
Manufacturer's investigation conclusion: interference between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the cardiomems (cmems) device was unable to be confirmed through this evaluation. A specific cause for the report of electromagnetic interference (emi) could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review section. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the customer had difficulty taking a reading. Troubleshooting was performed and the patient electronic system (pes) was located in a bedroom on a bed. It was noted that the bed frame was metal. The pes was connected to wall outlet and placed on the headboard on the right side of the bed. Booted pes. Started reading without patient, blue 60, the instructed the patient to move pes to center of the bed headboard. Blue, white 50, blue 99. Cancelled reading. It was noted that the patient had a left ventricular assist device (lvad) and was on battery power. It was told that the patient would need to be plugged in to the wall outlet direct electric power sometimes - electric blanket. Instructed to remove electric blanket. Patient was then told to position themselves back flat, spine centered, head on the headrest. Started reading without the patient. Pes was then moved to the middle of bed. White 0 - 30. Cancelled reading. Started reading: instructed patient to move up 2 inches. Shift on pes. Instructed to move 1 inch and half down. Green, reading and transmission was successful. Reviewed merlin backend patients reading and transmission successful with no electromagnetic interference (emi). Reviewed pes position and body positioning on the bed with patient, the electrical blanket was removed, pes on the middle of the bed, back flat, spine centered, head on the headrest. The cause of the problem was determined to be emi. No further remote care technical services (rcts) action required. No replacement needed.